Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 60 mg/dl at the time of incident. The customer's blood glucose was 98 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the display returned with a new battery cap. The customer stated that they received a battery out limit alarm and failed battery alarm after inserting a new battery. The insulin pump will not be returned for analysis.